Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported from (B)(6) that the screen on the controller was blank and once the controller was connected to the monitor no information was displayed. The controller was exchanged, however during the controller exchange there was no "disconnected" alarm. The controller has been received by the manufacturer and will be evaluated. The patient did not experience any physical symptoms during the controller exchange. There was no reported patient injury as a result of this event.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the lcd module causing the uic to fail during start-up. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a faulty lcd module, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was stated that on (B)(6) 2015 recommended medical reversal of his coagulopathy and surgical evacuation of the hematoma. The perforator drill bit was then used to create a burr hole for the planned craniotomy. The craniotome was then used to elevate the bone flap in one piece. The dura was noted to be intact. A cruciate dural opening was made with a 15 blade. Dural leaflets were tacked up with 4-0 nurolon sutures. Tack-up sutures were also placed around the periphery of the craniotomy with 4-0 nurolon sutures. Acute-on-chronic subdural blood was encountered with membrane septations. Clot was evacuated with gentle irrigation and aspiration. Subdural hematoma membranes were coagulated. Bleeding was controlled with normal saline irrigation, bipolar coagulation, irrigation with a diluted hydrogen peroxide solution, floseal and nu-knit. After hematoma evacuation and mild induction of hypercarbia, the cortical surface was noted to rebound to the inner table of the skull. A subdural drain was placed and tunneled through a separate incision and secured with a silk suture. The catheter was connected to an evd drainage bag using sterile technique. A piece of gel foam was placed over the cortical surface and the dura was reapproximated with 4-0 nurolon sutures. The bone flap was secured with plates and screws. The galea was closed with interrupted inverted 2-0 vicryl sutures. The skin was closed with staples and covered in bacitracin ointment. The patient appeared to tolerate the procedure well. Relevant tests-(B)(6) 2015: bp upon arrival: 126/67 mmhg, 120/75 mmhg, 114/60. (B)(6) 2015: phytonadione vitamin k (aqua-mephyton) 10 mg IV x1 given. Other relevant history-pmhx of htn, hld, chf, stroke, a- flutter. Craniotomy on (B)(6) 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.